Manufacturer narrative:
Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Red material and gel were observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the anterior view. A rent was discovered at the end of the crease measuring 11.2 cm. No other anomalies were found. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) for the lot number 237472 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 12/6/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 500cc gel catalog: 3507500bc lot: 237472 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor memorygel breast implant 500cc gel breast prostheses. Rupture of the right breast prosthesis was confirmed by a physician. As a result, the patient underwent removal and replacement with a non-mentor gel breast prosthesis on (B)(6) 2018.